Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo an explant procedure of the ipg.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo an explant procedure of the ipg.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo an explant procedure of the ipg.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg. It was also reported that the patient was so skinny. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.